Event description:
The event occurred prior to a bronchial endoscopy procedure. This medical device report is related to patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 7 years since the subject device was manufactured. Based on the results of the investigation, while the user was handling the device, water invaded scope connector, which led to abnormality of electronic parts. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following section of the instructions for use (IFU): when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation of no image was confirmed. It was noted that the no image was seen due to moisture ingress in the connector. The customer complaint of a noisy image was not confirmed. It was also noted that the plug unit printed circuit board was defective and the charge coupled device sensor was damaged due to moisture ingress. The biopsy channel was deformed and the bending section rubber glue was discolored. The angulation was also out of specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii bronchovideoscope had a noisy image and loss of image. There were no reports harm associated with the event.